Event description:
It was reported that the patient presented for remote follow up with an implantable cardiac monitor exhibiting post sensed t wave oversensing which led to recorded episodes of false tachycardia. Programming changes were discussed. However, no interventions were made. There were no patient consequences.